Event description:
It was reported that during an open sigma procedure, the tissue pad broke during cleaning after use on the patient. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received with the clamp arm detached from the instrument outer tube the outer tube interface with the clamp arm was found to be very damaged. The clamp arm was not returned with the device. As the tissue pad is attached to the clamp arm. No further tests could be performed due to the device receiving condition. No conclusion could be drawn as to what caused the clamp arm to detach, however probable causes include: not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(6).

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.